Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experiencing low blood glucose levels for two weeks. The customer's blood glucose was 50 mg/dl. The customer treated herself with candy. The customer stated that, after changing the infusion set and fulfilling the fill tubing process, she realized that she was never asked if she saw drops at the end of the tubing. Troubleshooting was done. Advised customer to speak with healthcare provider regarding the low blood glucose levels. Advised customer to monitor the insulin pump and call back if the issue persisted. Nothing further reported.